Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance, when power on the arctic sun device an unexpected chirping sound was heard. Due to an unexpected chirping sound, pump head will be replaced. Per sample evaluation results on 26dec2024, circulation pump motor failed.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump motor. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance, when power on the arctic sun device an unexpected chirping sound was heard. Due to an unexpected chirping sound, pump head will be replaced. Per sample evaluation results on 26dec2024, circulation pump motor failed.